Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID: 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative. The patient's pump had been empty since (B)(6). The patient's hcp wanted to run saline through the pump for 1 month to make sure it was functioning properly as the hcp inherited the patient. The hcp aspirated the reservoir and got no drug back. The hcp filled the pump with saline. The pump was programmed preservative-free saline 9 mg/ml at 5 mg/day. The catheter was primed volume 0.185 ml assuming catheter was empty. The pump was filled with preservative free saline. The pump catheter was primed as it was thought there was no drug in the line. The patient became unresponsive within a shortly after the pump was updated. The patient experienced overdose, nausea, vomiting, and became unresponsive. No diagnostics were performed. Intervention included stopping the pump. The issue was resolved at the time of report. No surgical intervention occurred or planned. Refer to MFR. Report number 3004209178-2015-21078 for event associated with empty pump and missed refill.